Manufacturer narrative:
Device had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Device had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the top reservoir lip ring was chipped. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Customer stated they experienced high blood glucose and declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.